Event description:
It was reported that during a laparoscopic sigma procedure the staple line was incomplete and the magazine was deformed during firing. It was not reported how the procedure was completed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One piece sled. One ec60a device was returned in good visual conditions and with a green cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. The damage to the reload and sled is consistent with clamping and firing over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.